Event description:
It was reported there was electromagnetic interference in the customer environment and the patient experienced a shocking or jolting sensation. The patient turned off the device after experiencing a tonic contraction, described to be a tonic pulling of his face, when using a large paper shredder at work two days prior to the report. The patient met with their neurologist one day prior to the report. It was indicated that the device seemed fine and it was turned back on. The voltage was lowered and the device was reprogrammed. The event involved the patient's left side implant. The patient's status was reported as alive with no injury. If additional information is received, a follow-up report will be sent. The patient had two implants and it was unclear which implant the complaint was against. Reference regulatory report #3004209178-2014-18242 for information regarding the patient's other implant.

Manufacturer narrative:
Concomitant products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387s-40, lot# va0b3p2, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37651, serial# (B)(4), product type recharger; product ID 3387-40, lot# j0343918v, implanted: (B)(6) 2003, product type lead; product ID 3387s-40, lot# v055964, implanted: (B)(6) 2008, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).